Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery during manual prime. Customer also reported that the insulin pump alarmed motor error. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the no delivery alarm was resolved by an infusion set and reservoir change. Customer also reported crack on the insulin pump batery compartment. Customer had a high blood glucose of 500 mg/dl and treated. Customer declined high blood glucose troubleshooting and stated that the blood glucose reading was high due to alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker.